Event description:
It was reported that the initial interrogation of the pulse generator showed battery values of 2.58 v, 14 ua and 20.8 kohms with a magnet rate of 89.3. The second interrogation gave battery values of 2.45 v, 14 ua and 21.5 kohms with the device below elective replacement indicator (eri) and a magnet rate of 81.7. The pulse generator was replaced.

Manufacturer narrative:
Na